Event description:
A customer reported that halfway through a procedure the laser power was reduced to virtually no power. The case was aborted. Pt status is unavailable. No additional info is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).